Event description:
The patient had a biopsy procedure performed with a pss argent 5.0mm biopsy punch and an infection at the sight was confirmed by a positive culture on (B)(6) 2013. The patient was treated with antibiotics successfully with no further treatment necessary or needed. The patient is fine.

Manufacturer narrative:
Incident reported after notification of recall of punches due to lack of sterilization validation. It should be noted that the packaged product is gamma irradiated at a range of 25kgy - 75 kgy. This particular lot (1122719) was irradiated at a dose of 26.6 kgy - 37.99 kgy.